Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe, since it is not related to the device. Calcification: not observed, calcification on the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, left side rupture. And "living with a disturbing bomb". Patient reported, left side breast calcification. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side breast calcification.the device has been explanted.

Event description:
Patient reported left side rupture and "living with a disturbing bomb." Patient reported breast calcification. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ calcification: unable to observe as it is not related to the device. Additional observations: ¿ stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "living with a disturbing bomb". Device remains implanted.

Event description:
Patient reported left side rupture and "living with a disturbing bomb" and breast calcification. Physician later reported seroma. Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician later reported seroma.